Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 193 mg/dl. The insulin pump was reportedly not exposed to moisture and the buttons were not pressed for longer than three minutes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with all the buttons functioning properly. However moisture damage was noted on keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.